Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval. The belt failed the incoming testing. Service investigation revealed pins 8 and 9 on u730 (quad micropower op amp) were out of tolerance on the distribution node (dn) pca. The cause for the test failures is the out of tolerance pins. The root cause for the out of tolerance pins was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the hi-pot test. The last pt to use this electrode belt did not report any problems.